Event description:
Medical affairs spoke to patient who provided the following information: in 2003 patient tested their bg and obtained a reading of 9mg/dl. Patient did not experience any symptoms of low blood sugar. Patient ate food and then went to see their md. While waiting to see the md, patient asked nurse if they would be checking their blood sugar and they stated that they were not going to. Patient then left the md's office. Patient did not retest their sugar the rest of the day. Patient does not recall when pt opened the new vial of test strips and does not have check strip to check the meter. Medical affairs is documenting this case as a meter malfunction, since patient obtained a bg of 9mg/dl and did not experience any symptoms. This reading is considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value.